Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6) batch/lot number: 5002977 model/catalog description: infinion pro lead kit, 16 contacts, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6) batch/lot number: 807610 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient fell and the leads had migrated. The patient experienced charging issues with the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Sc-2318-50 (sn (B)(6)) / sc-2318-50 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. Sno updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patient fell and the leads had migrated. The patient experienced charging issues with the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.